Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act dome switch. Device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer received training and the educator had a hard time pressing the buttons on the insulin pump and keypad issue persisted. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.